Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced lead migration. X-rays were taken and confirmed the lead migration. The patient may undergo surgical intervention.,